Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. A complete lead was returned in one piece with the helix found retracted and clogged with dried blood/tissue. X-ray inspection found overtorque of the inner coil consistent with procedural damage. After cleaning the helix and cutting the lead, the helix could extend and retract by applying torque directly at the inner coil. The full helix extension length was measured within specification. The cause of the reported event was isolated to the helix being clogged with dried blood/tissue and overtorque of the inner coil. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine implant. It was noted during the procedure that the lead's helix would not extend after being inserted into the body with two repositioning attempts. The physician suspected a malfunction. The lead was exchanged. The patient was stable.